Manufacturer narrative:
The investigation into the low pump flow issue has been completed. The pump was returned for investigation. Data logs confirmed the failure mode with multiple mc spikes follow flow dropped to (B)(4) that triggered suction response and suction alarms. The pump then was stopped manually and disconnected from the console. The impeller blades were visually inspected and found the impeller blades were damaged. No other issues were found on the rest of the pump. The root cause of low flow was a fractured impeller blade. The fracture was characteristic of an interaction with another device but that was unable to be definitively determined since fluoroscopic imaging and/or additional clinical details were not provided.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The physician was using a single access and the diagnostic catheter felt tight and was not able to torque. The physician downsize to a 6fr sheath and began working on the coronary access. During this time suction alarms started, and the pump performance level setting(p-level) dropped. The impella was repositioned, but the p level was unable to increase. The decision was made to switch out the impella. The new impella was successfully implanted and there was no harm to the patient.